Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had been dropped and would not connect or display an image. There were no reports of patient harm.

Event description:
It was reported that the camera head had been dropped and would not connect or display an image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, no image due to defective camera cable was found during the device evaluation. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to the user not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.